Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 3 days after the dental implant was installed in the patient's mouth verified the loss of the implant. 10 ncm of primary stability was achieved and immediate load was not performed.